Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery decreased from five to two years remaining within a one year time span. It was noted to have 190 percent battery consumption, thus premature battery depletion is suspected. Since the patient is not pacemaker dependent, they will continue to monitor the patient at the next follow up appointment approximately three months later. The crt-p remains in service and no adverse patient effects were reported. Additional information was received that the crt-p's battery longevity continued to decrease and showed one and a half years remaining at the next three month follow-up. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted the power consumption had been increasing and is higher than expected. It was noted the power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. At this time the clinic indicated they would monitor the patient with three month follow-ups. The crt-p remains in service and no adverse patient effects were reported. Additional information was received from the hospital that the crt-p was subsequently explanted. The hospital told the field representative the device is not expected to be returned.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery decreased from five to two years remaining within a one year time span. It was noted to have 190 percent battery consumption, thus premature battery depletion is suspected. Since the patient is not pacemaker dependent, they will continue to monitor the patient at the next follow up appointment approximately three months later. The crt-p remains in service and no adverse patient effects were reported.